Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The procedure being performed was a diagnostic laparoscopy with lysis of adhesions; tension free vaginal taping (tvt) urethropexy; cystoscopy. Pre-operative diagnosis: pelvic pain; stress urinary incontinence. Post-operative diagnosis: pelvic pain; stress urinary incontinence; extensive pelvic adhesions.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, pelvic discomfort and pain, pelvic pressure and discomfort, bowel problems, urinary retention. Mesh revision with additional implant details: in (B)(6) 2016 patient underwent excision of previous sling, placement of sling (mini sling), posterior vaginal wall repair for stage ii rectocele, urinary retention under general endotracheal anesthesia.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Mesh revision with additional implant details: in 2016 patient underwent excision of previous sling, placement of sling, posterior vaginal wall repair for stage ii rectocele, urinary retention under general endotracheal anesthesia.